Event description:
Talked to operating room circulator and stated that during a procedure, they had to change out the trocar several times because they were allowing air to escape during a procedure. There were 2 x-cel trocar sleeve with stability sleeve that are covered in another med-watch. Then there was a b5st x-cel bladeless trocar with stability sleeve 5mm x 75mm lot # 2317982 which expired 1/2016 that allowed air to escape. The patient came in via day surgery and went home the same day. Have not found where patient has been readmitted through (B)(6) since surgery.